Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) homechoice low recirculation volume apd sets with cassette had no caps on the patient prong (patient line). This was noticed before use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.